Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the app displayed "tx not found" after pairing completed. No additional event or patient information is available. Data was provided for evaluation. The complaint confirmation of the app displaying "tx not found" could not be confirmed via data. A probable cause could not be determined.